Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported the system continued to reboot after execution of the millennium patch. The device was in use at the time of the event. There was no reported patient impact.